Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2019. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving an unknown drug via an implantable pump for spinal pain. It was reported that the patient stated that "it took about 3 years before they found out the pump was not functioning for them. They still had a lot of back pain. A few years later, they heard a whole bunch of story between here and the end when they finally got this thing. They found out that the second pump they had put in had the lines all tangled so they couldn't get any medication. After 11 years of playing with this stupid thing, evidently, the drip was enough to make me feel better, but I'm probably taken 4 times the amount of medicine I needed. It's never done what it's supposed to do because it never could. Every time I go down and complain about it, nothing happens. They never even tried to find out what the issue was. They should have been able to look for a leak. They kept on trying to give me the best drug they could, but the fact is that it could never work. I've had this thing for 10 years and it never has done profanity. I paid for nothing and I've got no advantage for that except for hydrocodone in my body forever and every time I used to go to a doctor. " the patient did not know what medication was in the pump at the time of the call. The patient was redirected to their healthcare provider to further address the issue.